Manufacturer narrative:
B5: upon further information, a total of seven (7) devices were impacted. H4: the lot was manufactured february 5-7, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors had no flow during patient infusion with unspecified antibiotics. The event was further described as "the solution was not passed during the 24 hours of the infusion." There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: eight (8) actual devices were received for evaluation containing fluid in the bladders. Visual inspection on five (5) samples noted drug precipitate in the solution of their bladder, and no evidence of fluid was observed flowing out at the distal end of the flow restrictors. A forced prime was performed several times to revive flow, but flow was not observed. Subsequent examination on the flow restrictors revealed drug precipitate blocking the fluid path at the distal end of the capillary glass located inside the flow restrictor housing. The reported condition was verified. The cause of the drug precipitate could not be determined; however, the most probable cause is user related. The product label (IFU, instructions for use) indicates the user to assure that the medication is prepared and administered in accordance with the drug manufacturer¿s package insert. Visual inspection of the remaining three (3) samples found no evidence of drug precipitate inside the bladders. After the luer caps were opened, evidence of continuous flow of fluid was observed flowing out of the distal luer for each of these samples. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified on these 3 samples. The samples were determined to be conforming product. Should additional relevant information become available, a supplemental report will be submitted.